Event description:
A distributor reported that a customer's pump displayed multiple cartridge alarms. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.